Event description:
Customer stated he replaced the spirit pump battery today after pump displayed "e2 battery depleted" and after that, all of the buttons stopped working. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.